Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00266: screw.

Event description:
During a surgery to correct a preexisting non-union by implanting a forearm ulna plate, a 30 minute delay in the procedure was caused by the combination of two unrelated issues. During surgery, the locking screw holes of forearm plate would not accept locking screws. During surgery, while screwing into the plate about halfway through, the head snapped off the non-locking screw. The screw was explanted.